Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2016; 6935m62 lead, implanted: (B)(6) 2016; 5076-52 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the second epicardial lv lead also had high threshold. Both epicardial lv leads were inactivated and replaced with a new lv lead. No patient complications have been reported as a result of this event.